Manufacturer narrative:
(B)(4). Batch # v94d9r. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned with the trigger in the midway position and the advancer was noted to be between the jaws. Also, no clip was observed in the jaws and no apparent damage was noted. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the functional test, the trigger was completely squeezed to complete the firing and on the second squeeze, the device was cycled and it fed and formed one conforming clip, however the instrument did not lock out. In order to evaluate the internal components of the device, the instrument was disassembled. Upon disassembly of the device, scratches were noted on the ratchet pawl, causing the lockout failure. The event described could not be confirmed as the device fed the clips as expected and no product defect was identified. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use do contain the following: "caution: the trigger must be fully squeezed against the handle to ensure complete clip formation." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic colectomy, the clip could not be fed into the jaws during use. Attempted to feed the clip outside the patient for functionality and it did, so attempted to use in the abdominal cavity but the clip was not fed into the jaws. Another device was used to complete the case. There were no adverse consequence to the patient. No further information is available.